Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different wall adapter, and a replacement tandem wall adapter was sent to the customer via two-day shipping.